Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient was required to recharge the ipg more frequently than the recommended amount. In turn, the ipg was subsequently explanted and replaced. Therapy was restored post procedure